Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate underinfused. The device was filled with vancomycin in 5% dextrose solution to a total fill volume of 200ml. The reporter stated that the expected therapy time was 2 hours; however, the device completed infusion in 3 to 3.5 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.